Manufacturer narrative:
The device involved in the reported incident was evaluated for defects. The evaluation confirmed that patient's description was not correct. The patient stated that the needle failed to retract. It was confirmed that the needle mechanism had not activated due to a manufacturing defect. The product user guide instructs the user to "check the infusion site frequently for proper cannula placement." It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues.

Event description:
Customer called to report problems with a pod. He said, he had put the pod on the night before, and the pdm said that the pod was active and basel was delivering. His bg when he ate dinner was 224. When he woke up the next morning, his bg was "400 something." After "an hour or two," his bg went "above 500." He decided to remove the pod. When he removed the pod, he found that the cannula had not inserted. He said, the needle was sticking "partway out" of the pod, but not far enough to get in his skin. He activated a new pod successfully and was able to get his bg back down to 167 by the time of the call. The device is being returned for evaluation.